Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from diabetic coma due to novopen 4 issue [diabetic coma]. Novopen 4 does not inject any insulin [device failure]. Novopen 4 penfill holder is broken [device breakage]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from diabetic coma due to novopen 4 issue(diabetic coma)" with an unspecified onset date, "novopen 4 does not inject any insulin(device failure)" with an unspecified onset date, "novopen 4 penfill holder is broken(device breakage)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) from unknown start date for "diabetes mellitus". Patient height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). Concomitant products included - lantus (insulin glargine). On an unspecified date, patient's novopen 4 penfill holder was broken. Patient's novopen 4 did not inject any actrapid insulin. Patient thought that he was taking actrapid doses, but patient did not due novopen 4 issue. On an unspecified date, patient suffered from diabetic coma due to novopen 4 issue. Batch numbers: novopen 4: requested. Actrapid penfill: requested. Action taken to novopen 4 was not applicable. Action taken to actrapid penfill was not reported. The outcome for the event "suffered from diabetic coma due to novopen 4 issue (diabetic coma)" was recovered. The outcome for the event "novopen 4 does not inject any insulin (device failure)" was recovered. The outcome for the event "novopen 4 penfill holder is broken (device breakage)" was recovered. Reporter's causality (novopen 4): suffered from diabetic coma due to novopen 4 issue(diabetic coma) : unknown. Novopen 4 does not inject any insulin(device failure) : unknown. Novopen 4 penfill holder is broken(device breakage) : unknown. Company's causality (novopen 4) : suffered from diabetic coma due to novopen 4 issue(diabetic coma) : possible. Novopen 4 does not inject any insulin(device failure) : possible. Novopen 4 penfill holder is broken(device breakage) : possible. Reporter's causality (actrapid penfill) : suffered from diabetic coma due to novopen 4 issue(diabetic coma) : unknown. Novopen 4 does not inject any insulin(device failure) : unknown. Novopen 4 penfill holder is broken(device breakage) : unknown. Company's causality (actrapid penfill) : suffered from diabetic coma due to novopen 4 issue(diabetic coma) : possible . Novopen 4 does not inject any insulin(device failure) : possible. Novopen 4 penfill holder is broken(device breakage) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following inv results updated in qc comment and qc results malfunction updated as no is non-reportable ticked final report ticked and expected date of follow up report removed in EU/ca tab date of incident to date re-updated bcdg codes updated narrative updated accordingly. Final manufacturer's comment: 20-april-2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4.the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary investigation results: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.